Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the left plunger case was cracked. A review of the event history log identified motor not running error. During functional testing using the occlusion test, the reported issue of motor not running error was duplicated. The root cause of the problem was related to normal wear of the pump as it is over 8 years old. Cleaned and removed red greased on opti sensor and on worm coupling facets, also replace worm gear, delrin washer and motor bracket for preventive. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported that the pump exhibited a motor not running error. No patient injury was reported.